Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this crt-d remains in-service at this time. No adverse patient effects were reported. Additional information was received. This crt-d was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this crt-d remains in-service at this time. No adverse patient effects were reported.